Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user's data available on data management system (dms). Based on the investigation, customer was provided with a low glucose alert on date/time of the event. A review of the other key performance indicators does not show a performance issue with system. No further investigation is found necessary for this complaint.

Event description:
Senseonics was made aware of a serious adverse event due to hypoglycemia. Patient reported that the event happened on 22 july 2022 around 6 pm. Patient mentioned that she had entered a blood glucose(bg) value of 75 mg/dl at 5:09 pm and the sensor glucose reading was 65 mg/dl at 6 pm. User received a low glucose alert at 5:56 pm. However, user was symptomatic and fell unconscious. Patient's husband had to call 911 and the user was in the emergency room until next morning. No other information provided by the patient due to refusal.